Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a sample evaluation will not be conducted. The lot number was not provided, therefore no batch review could be performed. The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed.

Event description:
A customer contacted baxter?s technical service center regarding disconnecting earlier in fill the cycle, and the patient reconnected. The home patient (hp) has the flu and didn't close the clamps. There was patient involvement but no patient injury or medical intervention was reported.